Event description:
It was reported that there was vegetation on the right ventricular (rv) lead. The pacemaker, rv and left ventricular leads were removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal and distal conductors had blood/body fluid (not obstructed). The outer insulation had environmental stress cracking, a breached cut and was melted. There was apparent explant damage.